Event description:
The doctor reported that the implant was removed due to failure of osseointegration approximately 3 months after initial implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was good. The doctor reported the patient had local infection during the implant removal surgery. The patient will need another surgical intervention.